Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found that the device's singe loaded nose-tube tip was deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified procedure, the suture fix xl anchor inserter shredded off as the anchor was being inserted.. It is unknown if there was a back up device available or if there was a surgical delay. No further complications were reported.